Event description:
A precise pro rx carotid stent was deployed in the internal carotid artery. The lesion was a highly calcified, focal lesion. After deployment the physician attempted to remove the delivery system and the distal tip was snagged by struts that were protruding in the lumen. After 20 minutes, the stent delivery system was removed along with the angioguard. A new angioguard was deployed.

Manufacturer narrative:
A precise pro rx carotid stent was successfully deployed in a highly calcified, focal lesion located in the internal carotid artery. After deployment the physician attempted to remove the delivery system, however, the distal tip was snagged by struts that were protruding into the lumen. After 20 minutes, the stent delivery system was removed and although it was unintentional and the reason for it is unknown, so was the angioguard. The angioguard was noted not to be stuck on the stent delivery system. There was no reported patient injury. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the products for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.